Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not powering on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) provided the customer with the latest version of the service manual and stated that the issue was probably with the power supply or power management (pm) printed circuit board assembly (pcba). The customer biomedical engineer (bme) was advised to confirm the 24 volts direct current (dc) was still occurring across the brown and orange wires of the power supply. If not present, it was advised to replace the power supply. The bme confirmed that there was no 24v dc across the wires, so the power supply part information and pricing was provided to the customer by the rse. In a good faith effort (gfe) response from the customer received, it was confirmed that the replacement power supply was ordered following the completion of the remote service. The customer stated that the part was received, installed, and the device issue was resolved. The investigation concludes that no further action is required at this time.